Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine safety check that there was an autofill failure. It is unknown if there was any patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) had evaluated the unit and than the fse had replaced the "safety disk" and after the replacement the unit was being functional again.